Event description:
It was reported that (1) tx60b device was used during an unknown procedure. It was reported by the rep that the tx60b did not fire. The surgeon states"it may not have been closed all the way". It is unknown how the case wascompleted and there was no consequence to the patient.